Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent rmv was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant lesion. Reportedly, the patient anatomy was not tortuous and had been dilated prior to the stent placement. There were no visible damages noted to the stent system prior to the procedure. During the procedure, the physician attempted to release the stent; however, the delivery catheter got blocked and the stent did not fully release inside the patient. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex fully covered biliary stent rmv. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. (B)(4).

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.